Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is separated 31.8cm from the distal end of the sheath. The coil is separated 36.4cm from the proximal end of the burr. Microscopic examination revealed that the coil is stretched. The advancer and the proximal section of the burr catheter did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the burr became stuck in the guide catheter and was difficult to remove; thus, the rotawire separated. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A rotaburr and rotawire were selected for use. Upon removal, after ablation was performed, the burr was tried to remove by dynaglide but was stuck in the guidezilla. The burr rotated again by dynaglide, but was stopped when the rotawire was noted to have separated. Subsequently, manipulation was repeated several times and the rotawire was removed successfully. The procedure was completed with this device. There were no patient complications reported. It was further reported that after the burr got stuck inside the guidezilla catheter and rotated again in dynaglide mode. Subsequently, the rotawire moved proximally and dynaglide was stopped once. When the burr was rotated again, it was slightly retracted with the wire thus manipulation was repeated several times until removed successfully. The device was cut by the physician after the procedure was completed.

Event description:
It was reported that the burr became stuck in the guide catheter and was difficult to remove; thus, the rotawire separated. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A rotaburr and rotawire were selected for use. Upon removal, after ablation was performed, the burr was tried to remove by dynaglide but was stuck in the guidezilla. The burr rotated again by dynaglide, but was stopped when the rotawire was noted to have separated. Subsequently, manipulation was repeated several times and the rotawire was removed successfully. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is separated 31.8cm from the distal end of the sheath. The coil is separated 36.4cm from the proximal end of the burr. Microscopic examination revealed that the coil is stretched. The advancer and the proximal section of the burr catheter did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck in the guide catheter and was difficult to remove; thus, the rotawire separated. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A rotaburr and rotawire were selected for use. Upon removal, after ablation was performed, the burr was tried to remove by dynaglide but was stuck in the guidezilla. The burr rotated again by dynaglide, but was stopped when the rotawire was noted to have separated. Subsequently, manipulation was repeated several times and the rotawire was removed successfully. The procedure was completed with this device. There were no patient complications reported.